Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy, and technical support confirmed the shipping address for a replacement pump. Additionally, the customer was guided on how to put the pump into storage mode and was instructed to return the faulty pump within 10 days using a pre-paid label.